Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Analyst commented, no anomalies identified. The device was returned and analyzed and no anomalies were found. Concomitant product: 429888 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that during use of right ventricular (rv) lead, a lead integrity alert (lia) triggered due to short interval counts (sic) and high rate non sustained episodes. The patient was examined under fluoroscopy, suspecting lead fracture, dislodgement and loose pin but no conclusive cause was identified. As the rv lead impedance was unstable, the patient remained under observation. Approximately one day later, an alert triggered due to increased lead impedance. It was also reported that rv lead increased sic counts were observed. A rv lead revision procedure was recommended however, the physician decided to monitor the patient for the time being as the patient's condition did not seem good enough for lead revision. Approximately two weeks later, the rv lead impedance was observed as high. The patient remained under monitoring, however, increase in threshold was observed and a lead revision was planned. Approximately, one day later the implantable cardioverter defibrillator (ICD) wass extracted due to the rv lead appeared to have no obvious issue, indicating that performance issues were due to loose pin. The rv lead remains in use. No patient complications have been reported as a result of this event.